Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
On (B)(6) 2011, the pt underwent an uneventful sleeve gastrectomy procedure using peri-strips dry with veritas collagen matrix staple line reinforcement used with an echelon 60 stapler. A leak test was performed intra-operatively at that time and there was no leak. On post-op day 13, the pt presented with pain and a fever and an upper gastrointestinal tract radiography was done which showed a gastric leak. It was reported that the pt had been lifting furniture on (B)(6) 2011. The pt was brought back to surgery on (B)(6) 2011 and the leak was laparoscopically repaired and the site was drained. The pt is reported to be doing well.